Event description:
It was reported that noise was noted on the lead. The device charged, but was aborted when the noise stopped. X-ray found insulation anomaly close to the distal coil. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.